Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure and prior to implantation, the right atrial (ra) lead helix did not fully retract. The ra lead was opened/not used and replaced. No patient complications have been reported as a result of this event.